Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. The instructions for use (IFU) list death and myocardial infarction as known adverse events associated with coronary stenting. Literature search article: thelancet.com vol 370 november 3, 2007 pages 1552-1559; written by matthias pfisterer md; titled "cost-effectiveness of drug-eluting stents in pt at high or low risk of major cardiac event in the basel stent kosteneffektivitats trial (basket): and 18 month analysis" the other 15 rx vision stents mentioned are being reported under the same MFR #. The death events mentioned are being reported under MFR #2024168-2007-00611.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: pt injury-mycardial infarction. Device issue: none. This was noted through a periodic article review that assessed the cost effectiveness of drug eluting stents vs bare metal stents. Fifty eight vision stents were implanted and resulted in 8 pt deaths and 16 mycardial infarction events. Several attempts were made to contact physician's who's data was used to author the article; however, no info was able to be obtained. The complaint database at abbott vascular was queried and confirmed to contain at least 16 mycardial infarction during this same time period. Detailed reconciliation between the article and the complaint database has been impossible.